Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more than 20 units of insulin were used in order for insulin to drip out of the infusion tubing during the load fill tubing sequence when this process typically takes less than 20 units of insulin. As the customer was not experiencing this issue when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause could not be performed. Additionally, it was reported the customer experienced elevated blood glucose (bg) levels in the 300's mg/dl range due to an unknown cause. A correction bolus via the pump was delivered to address the bg level; current bg level was 167 mg/dl. A system check was performed and the pump performed as intended. Reportedly, the customer fills their cartridges with cold insulin and stated that there had been a recent change in medications. Cts advised the customer to use room temperature insulin. The customer declined to remove their infusion site to inspect for any damage.